Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse re-seated the cuvette wash straw, performed a wash to clean the cuvettes, and cleaned the dilution wash up down (dwud). Quality controls and precision testing were run, resulting within range. The cause of the discordant, falsely low ca, trf and ldh results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low results were obtained on three patient samples tested for calcium (ca), transferrin (trf) and lactate dehydrogenase (ldh) on an advia 2400 instrument. The discordant results were not reported to the physician(s), as they did not match the patients¿ clinical histories. The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca, trf and ldh results.